Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("device migration and organ perforation") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycles") and migraine ("severe migraines"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, genital haemorrhage, dyspareunia, abdominal pain, menstruation irregular and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menstruation irregular, migraine and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device migration and organ perforation/migrated device/organ perforation/essure device migrated into her uterus") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ankle fracture. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included abdominal pain lower and weight loss. Concomitant products included clonazepam, cyclobenzaprine, doxycycline, fluticasone, galenic /paracetamol/codeine/ (acetaminophen w/codeine), metronidazole, montelukast, ondansetron, topiramate and tramadol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/painful intercourse"), abdominal pain ("abdominal pain/abdomen pain throbbing"), menstruation irregular ("irregular menstrual cycles"), migraine ("severe migraines"), abdominal pain lower ("cramping") and back pain ("back pain throbbing"). The patient was treated with panadeine co (tylenol #3) and surgery (salpingectomy laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, menstruation irregular, migraine and abdominal pain lower outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, menstruation irregular, migraine and uterine perforation to be related to essure. The reporter commented: one week after essure removal she no longer suffered from pain. Right: 3 coils in uterine cavity, left: 2 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded ultrasound scan vagina - on an unknown date: essure had migrated in uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device migration and organ perforation/migrated device/organ perforation/essure device migrated into her uterus") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 919039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ankle fracture. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included abdominal pain lower and weight loss. Concomitant products included clonazepam, cyclobenzaprine, doxycycline, fluticasone, galenic /paracetamol/codeine/ (acetaminophen w/codeine), metronidazole, montelukast, ondansetron, topiramate and tramadol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/painful intercourse"), abdominal pain ("abdominal pain/abdomen pain throbbing"), menstruation irregular ("irregular menstrual cycles"), migraine ("severe migraines"), abdominal pain lower ("cramping") and back pain ("back pain throbbing"). The patient was treated with panadeine co (tylenol #3) and surgery (salpingectomy laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, menstruation irregular, migraine and abdominal pain lower outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, menstruation irregular, migraine and uterine perforation to be related to essure. The reporter commented: one week after essure removal she no longer suffered from pain. Right: 3 coils in uterine cavity, left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded ultrasound scan vagina - on an unknown date: essure had migrated in uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: uterine perforation, cramping and back pain were added. Patient's medical history was updated, patient's concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.